Manufacturer narrative:
Investigation: one photo and one sample was returned to our quality team for investigation. Upon visual inspection, the needle of the injector is observed exposed. When evaluating the physical sample that was received, a crack was noted in the hub of the injector as well as on the grip, the damage on the grip is in the same side as the crack on the injector hub. Based on the location of the damage, it is believed this may have occurred during the assembly process. A device history review for lot 1907151 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Product undergoes a series of testing and inspections to ensure the quality and functionality of the device. All inspection records were reviewed for the reported lot and no issues were noted. While we could not identify a definitive root cause, it is believed this incident may have occurred as a result of improper positioning of the components during assembly, causing damage that resulted in the needle becoming exposed.

Event description:
Material no.: 515052, batch no.: 1907151. It was reported that during use of the bd phaseal¿ optima injector (n35-o) as the pharmacy tech was pulling off the needle became exposed. The following information was provided by the initial reporter: pharmacy tech was pulling off the cap and the needle became exposed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 515052 batch no.: 1907151. It was reported that during use of the bd phaseal¿ optima injector (n35-o) as the pharmacy tech was pulling off the needle became exposed. The following information was provided by the initial reporter: pharmacy tech was pulling off the cap and the needle became exposed.